Event description:
It was reported that the normothermia targeted temperature (tt) was 36.5c in an arctic sun device. Patients went to CT with patient temperature (pt) was 36.6c. Temperature started decreasing and when returned ts foley reading 35.6c. Water temperature (wt) was only 24.9c. Nurse concerned device was not warming the patient. System diagnostics showed that the outlet monitor temperature (t1) was 21.9c, outlet control temperature (t2) was 21.9c, inlet temperature (t3) was 24.4c, chiller temperature (t4) was 19.4c, water flow rate (wfr) was 2.8 lm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 2, system hours were 1697.8 and pump hours were 55.5. Walked nurse through swapping over to rewarming in hypothermia. Set rewarm from 35.6c at 0.5chr to 36.5c. Restarted therapy. Advised monitor for the next 30 to 60 minutes and calling back with any concerns. Discussed adding warm blankets or bair huggers if not contraindicated in their protocol. Sn dyhwal013 nurse stated patient temperature (pt) was 35.6c, water temperature (wt) was 32.3c and work to cool shows 0. Noted patient temperature (pt) was below targeted temperature (tt) was 36.5c so they were rewarming therefore and did not expect to see the work cool on. System diagnostics showed that the outlet monitor temperature (t1) was 34.3c, outlet control temperature (t2) was 34.2c, inlet temperature (t3) was 34.3c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 3.2 lm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 3. Patient temperature (pt) has not increased, and water temperature (wt) was mild with no heater engagement. Nurse stated they have another device available and wants to swap out. Walked through set up of alternate device. Advised will call back in 20 minutes to check in. 20 minutes later patient temperature (pt) was increased 35.7c and water temperature (wt) was 34.2c. Noted that water temperature (wt) would continue to increase and the goal is that the patient temperature (pt) will increase 0.5chr as programmed. Encouraged to monitor over the next hour and if patient temperature (pt) decreases and water temperature (wt) did not increase or has any concerns. Per follow up information received via task on 07jun2026, spoke with biomed who confirmed receipt of this device and noted they seem to have an issue with it every year around this time. They run diagnostics and everything has checked out fine and was going to contact technical support tomorrow to see if there was anything further to test or if they should proceed with another preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.